Manufacturer narrative:
The insulin pump alarmed button error due to a flattened dome switch on the esc button.

Event description:
The customer reported a button error alarm and unresponsive buttons. The customer also stated that she was hospitalized for low blood glucose levels, with a reading of 30 mg/dl. The customer stated that she ate a lot of candy and over bolused for it, causing her blood glucose levels to drop. Nothing further was reported.